Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2010, during which m2a-magnum components were implanted. The patient alleges degradation of the prosthesis. No revision has been reported and no further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2011-00317 / 00320). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.